Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified anastomosis shunt. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation; however, during the second inflation at 22 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.